Event description:
It was reported that fixation was performed as normal using xia 3 sterile screws with xia 3 blockers. The surgeon reported that the devices were implanted successfully during the case and the blockers underwent final tightening as usual. The surgeon reported that following complaints from the patient after surgery, x-rays were undertaken and it was discovered that some of the blockers had come out of the screws and the rods had partially come away. The surgeon reported that no action has been taken at this stage but he indicated that revision surgery will be necessary.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: according to the event description, the device has not been explanted and is not available for evaluation. Follow up with the originator did not result in any response, so the current status of the implant and the patient is unknown. X-rays, information regarding the surgeon's technique, patient's circumstances, and lot # are unavailable. These pieces of information along with the device are needed to make an accurate determination of the cause of the event. Conclusion: no product has been received and insufficient information has been provided, the cause of the reported event cannot be determined. Probable causes include, improper blocker insertion, and under tightening.

Event description:
It was reported that fixation was performed as normal using xia 3 sterile screws with xia 3 blockers. The surgeon reported that the devices were implanted successfully during the case and the blockers underwent final tightening as usual. The surgeon reported that following complaints from the patient after surgery, x-rays were undertaken and it was discovered that some of the blockers had come out of the screws and the rods had partially come away. The surgeon reported that no action has been taken at this stage but he indicated that revision surgery will be necessary.